Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation, the atrial lead exhibited noise. Other electrical measurements were normal. The physician determined that intervention was not necessary. The patient would continue to be monitored.